Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the customer that the customer's fill estimate was inaccurate. Reportedly, the customer used cold insulin while loading the cartridge. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the inaccurate fill estimate. In addition, it was reported that the touchscreen display appears to be hazy and unclear. The issue did not block any of the graphics or text, and the customer believes the pump is still functional. There was no impact to the customer's blood glucose level.